Event description:
Pt had pain and degenerative arthritis. Had two large cysts around knee. Articular polyethylene was worn through on both sides. Plastic on patella surface had broken free and was floating in joint. Howmedica sales reps were present in or. Uf unable to locate the hardware. Uf did not receive any paperwork on hardware and was unaware of incident.